Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device gave a co2 rebreathing risk error message. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use.

Manufacturer narrative:
H10: the philips field service engineer (fse) confirmed there was no issue with a co2 rebreathing risk. There were no error codes associated with a co2 rebreathing risk nor were there any error messages. Following the evaluation of the device, no parts needed to be replaced since there was no issue with a co2 rebreathing risk. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.